Event description:
Customer reported the insulin pump reported the insulin pump alarm motor error during rewind. Customer's blood glucose was 103 mg/dl. Customer reported the insulin pump was not priming but was able to rewind the device. Customer does not recall any significant events leading to the alarm. Customer does not recall any significant events prior to the alarm. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer was unable to discontinue use of the device and revert to back up plan. No further information reported.